Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. All fragments were received and thoroughly analyzed. The analysis revealed multiple signs of wear along the lead body. In particular around 8.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation reported in the complaint description. Furthermore around 28 cm proximal to the lead tip the insulation was rubbed through and the conductor cable to the svc shock coil was exposed in this region. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant interaction with modified tissue or other implantable devices such as nearby leads should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.